Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clips remain in the patients. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Attached article titled: argument for prophylactic, catheter-based repair of mitral regurgitation. The mitral regurgitation and mitral stenosis mentioned in the attached article are filed under another MFR #. - [(B)(4)].

Event description:
This is filed to report single leaflet device attachments (slda). It was reported through a research article, that post clip deployment, single leaflet device attachments (slda) may have occurred and may be related to the mitraclip devices. Details are listed in the attached article, titled argument for prophylactic, catheter-based repair of mitral regurgitation.

Manufacturer narrative:
Internal file number - (B)(4). The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. The clips remain implanted. The lot history record (lhr) could not be reviewed and a similar incident query could not be performed because the products were not returned for evaluation and the part and lot numbers were not reported. All available information was investigated and a definitive cause for the single leaflet device attachment (slda) could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.